Event description:
The customer reported that the ventilator would not power on via ac power. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician confirmed the reported problem. The service technician replaced the power management pcb board to address the reported problem. Applicable final testing was completed and tests passed to operating specifications. Analysis of the power management pcb board revealed a component failure which may result in a loss of the 35 volt supply. If the noted failure were to occur during operation in normal ventilation mode, it may result in the device shutting down with alarm.